Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. The pt complained of pain in the right leg throughout the night. The following evening the pt was diagnosed with an ischemic ritht leg. No pulses were present in the leg. The pt was taken to surgery and an incision in the artery revealed that the collagen was filling the entire lumen of the femoral artery. Following the thrombectomy, the pt had excellent blood flow with return of all pulses. No futher complications were reported.